Event description:
It was reported that during a angioplasty procedure, a wire break occurred. Vascular assess was gained via the radial artery. As the 185 cm moderate support pt2 guidewire was advanced through the radial artery a switchback bend was formed with approximately 40 cm of wire outside the access catheter tip. The bend occurred in the distal transition of the wire tip. The physician choose to remove the catheter and wire as a unit due to the potential risk of breakage. Upon removal from the patient the guidewire broke into two pieces. The procedure was completed with another pt2 wire. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a angioplasty procedure, a wire break occurred. Vascular assess was gained via the radial artery. As the 185 cm moderate support pt2 guidewire was advanced through the radial artery a switchback bend was formed with approximately 40 cm of wire outside the access catheter tip. The bend occurred in the distal transition of the wire tip. The physician choose to remove the catheter and wire as a unit due to the potential risk of breakage. Upon removal from the patient the guidewire broke into two pieces. The procedure was completed with another pt2 wire. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device returned in two sections the proximal section presented a kink at 146.1 cm from the proximal end. The distal section presented a kink at 36.6 cm from the proximal end. All dimensional measurement were within specifications. External analysis revealed of evidence of a mechanical cut with tension overload typical in the industrial process as mode of wire failure and evidence of bending overload event as mode wire failure. Each section presented different failure characteristics and dimensions, suggesting that these two are not from the same fracture. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).